Event description:
It was reported that the plunger heads are difficult to lower when fully raised. In addition,the sticky plunger heads are maybe related to cleaning or medication residue. This issue was observed by a bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product,or procedural details to the manufacturer. Device was not returned to manufacturing facility.